Manufacturer narrative:
A specific root cause could not be determined but is most likely hardware-related. The field service engineer technician exchanged several parts during troubleshooting and finally confirmed the system back within specification. Some of the parts replaced by the field service engineer had been on the analyzer past the recommended time. This prolonged use might have caused a reduction in rinse functionalities and contributed to the issue. Based on the provided information, a reagent issue was excluded.

Manufacturer narrative:
The assessment was not possible, since data will not be available. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient sample from the cobas 8000 c702 module. The initial result was 454 mol/l and was reported outside of the laboratory. The repeat result was 103 mol/l and the result was amended. The result from a second sample from the patient was 100 mol/l. The reagent lot number and expiration date were requested but were not provided.